Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 15jun2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the problem was with the latch. The field service engineer cancelled the work order after confirming with the customer that an on-site analyst had successfully reattached the latch catch, fixed the drawer. The system functioned as intended after the onsite analyst troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a damaged pyxis drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.